Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and myocardial infarction (mi) occurred. The pt had a taxus express2 drug eluting stent, unknown size, implanted in the left anterior descending (lad) artery. Post stent implantation the pt experienced late stent thrombosis and suffered an mi. Additional info regarding this event has been requested.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. As the batch number is unknown, a review of the mfg records could not be carried out. The root cause is anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use.